Manufacturer narrative:
(B)(4) - the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
During a literature search, atricure determined a patient experienced an adverse event prior to 2017 which may have been caused or contributed to by the csk-6130 cannula. In a 2017 "journal of thoracic disease" published report, a patient presented to etc with shortness of breath. Patient had a convergent procedure via transdiaphragmatic approach for treatment of atrial fibrillation 9 months prior. A CT showed greater omentum and portions of the transverse colon extending from the abdomen into to pericardial space through a peritoneo-pericardial diaphragmatic hernia. Elective laparoscopic repair of the hernia was performed with mesh. The patient was discharged on pod 2, and at follow-up, the patient remained asymptomatic. There were no reported device malfunction and the adverse event was the result of a procedural complication. Sub-xiphoid access is the preferred approach for the convergent procedure. Source: delliturri a, chiba s, brichkov I, sherwinter d. Laparoscopic repair of a peritoneopericardial diaphragmatic hernia after a convergent procedure for the treatment of atrial fibrillation. J thorac dis. 2017 sep;9(9):e767-e770. Doi: 10.21037/jtd.2017.08.48. Pmid: 29221339; pmcid: pmc5708496.